Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump constantly alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant downstream occlusion alarm was not reproduced. Evaluation observed and found the pump passed the downstream occlusion testing within the specifications, and passed all of the sensor calibration verifications. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.